Event description:
It was reported the patient was admitted for acute cranial trauma with subdural hematoma. Arterial catheter was inserted on (B)(6) 2023. During the night of (B)(6) 2023 to (B)(6) 2023, the catheter showed a decrease in pressure and curve, suggesting the patient's health was deteriorating which led to noradrenaline being administered. The blood pressure changed very litte with noradrenaline which led to a manual check. A blood pressure cuff was used which showed a different blood pressure reading and a second arterial catheter was placed that had a non-standard curve observed. The patient developed hypertension with a blood pressure of 180/100 due to increased administration of noradrenaline following wrong readings from the catheter. It was reported there was no patient injury or neurological deterioration. The hypertension resolved when the noradrenaline infusion was stopped. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Associated MDR#s 3006425876-2023-01000; 3006425876-2023-01005. Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the patient was admitted for acute cranial trauma with subdural hematoma. Arterial catheter was inserted on (B)(6) 2023. During the night of (B)(6) 2023, the catheter showed a decrease in pressure and curve, suggesting the patient's health was deteriorating which led to noradrenaline being administered. The blood pressure changed very little with noradrenaline which led to a manual check. A blood pressure cuff was used which showed a different blood pressure reading and a second arterial catheter was placed that had a non-standard curve observed. The patient developed hypertension with a blood pressure of 180/100 due to increased administration of noradrenaline following wrong readings from the catheter. It was reported there was no patient injury or neurological deterioration. The hypertension resolved when the noradrenaline infusion was stopped. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). In section d provided di # only as no lot number was reported UDI related data quality updates only.

Manufacturer narrative:
Qn# (B)(4). Associated MDR#s 3006425876-2023-01000; 3006425876-2023-01005.

Event description:
It was reported the patient was admitted for acute cranial trauma with subdural hematoma. Arterial catheter was inserted on (B)(6) 2023. During the night of (B)(6) 2023 to (B)(6) 2023, the catheter showed a decrease in pressure and curve, suggesting the patient's health was deteriorating which led to noradrenaline being administered. The blood pressure changed very litte with noradrenaline which led to a manual check. A blood pressure cuff was used which showed a different blood pressure reading and a second arterial catheter was placed that had a non-standard curve observed. The patient developed hypertension with a blood pressure of 180/100 due to increased administration of noradrenaline following wrong readings from the catheter. It was reported there was no patient injury or neurological deterioration. The hypertension resolved when the noradrenaline infusion was stopped. The patient's current condition is reported as "fine".